Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred after the device was filled with desferal (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2014 to june 27, 2014. The device was received for evaluation. Visual inspection revealed fluid in the device¿s packaging. The cause of fluid inside the package was determined to be due to an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and hand tightening the blue winged luer cap. The next day, no signs of a leak were observed from the device. The device was found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.